Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred. The customer was able to resume using their pump for insulin delivery. Customer¿s blood glucose level was 250 mg/dl.